Event description:
It was reported that the left ventricular lead exhibited high thresholds and low impedance. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Final analysis was normal.